Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a yellow wrench alarm on their mobile power unit (mpu). The patient reported normal use of the device and had only been discharged home for past 2 months. The mpu was exchanged with a loaner.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was not confirmed. Multiple attempts were made to obtain additional information, including if any products would be returned for analysis and if any log files were available for analysis; however, no response was received. This file will be reopened with further analysis if the product is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mpu, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 10jul2024. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench advisory alarm on the mobile power unit (mpu) was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated by service depot and product performance engineering alongside known working test heartmate equipment. The returned mpu was connected to ac power and upon powering on the unit, it was observed that the yellow wrench indicator and green power indicator would flash on and off, confirming the reported event. The returned mpu was then disassembled to inspect the internal components revealing that the unit had a nonconforming capacitor on the power supply printed circuit board assembly (pcba), which would result in the reported event. The power supply pcba was replaced with a new power supply pcba, and the issue resolved. The serviced and repaired mpu was returned to the customer site after passing all tests per procedure. The reported event was determined to be due to a nonconforming capacitor on the mobile power unit power supply pcba. A corrective action was initiated to investigate this issue. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.